Event description:
A malfunction was reported on a customer's pump, with no notable events occurring before the malfunction. There was no adverse impact on the customer's blood glucose level. Customer was provided with information to reset the pump, and technical support assisted with the reset. The malfunction code did not recur after the reset, and customer was advised to continue using the pump while being instructed to call back if the issue recurs.